Event description:
Healthcare professional reported, right-side rupture, capsular contracture baker grade unknown, and diagnosed via ultrasound, silicone migration, lymphadenopathy, and cyst. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cyst, silicone migration, lymphadenopathy, rupture, and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, right-side rupture, capsular contracture baker grade unknown, and diagnosed via ultrasound, silicone migration, lymphadenopathy, granuloma, and cyst. The device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.